Event description:
It was reported that during the implant of an artificial urinary sphincter (aus) the patient's urethra was measured using the measuring tape and it was determined a 4.0cm cuff was needed. When the 4.0cm cuff was implanted it was way too tight. The surgery was completed using a 4.5cm surgery. It was further reported that there was a measurement error and it is believed that the cuff was smaller than what was stated on the device packaging. It was also further reported that the physician believes there was a manufacturing issue with the cuff. He also believes the cuff was placed in the wrong package. The event also could have simply been the result of a measurement error. It was further reported that the surgeon measured the patient as needing a 4.0cm cuff. During insertion, he noted that the 4.0cm cuff was too tight and upsized to a 5.4cm cuff.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of device size error was not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that during the implant of an artificial urinary sphincter (aus) the patient's urethra was measured using the measuring tape and it was determined a 4.0cm cuff was needed. When the 4.0cm cuff was implanted it was way too tight. The surgery was completed using a 4.5cm surgery. It was further reported that there was a measurement error and it is believed that the cuff was smaller than what was stated on the device packaging. It was also further reported that the physician believes there was a manufacturing issue with the cuff. He also believes the cuff was placed in the wrong package. The event also could have simply been the result of a measurement error. It was further reported that the surgeon measured the patient as needing a 4.0cm cuff. During insertion he noted that the 4.0cm cuff was too tight and upsized to a 5.4cm cuff.